Event description:
It was reported that in or around 2009, the plaintiff was implanted with a "pelvic mesh product suspension device", with the intention of treating her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that, after, and as a result of the surgical implant the plaintiff has "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia mental and physical pain and suffering," and has undergone surgical procedures. It was also alleged that, as a result of the implant the plaintiff had and will in the future have, "pain and suffering, disability, mental anguish, loss of capacity for the enjoyment of life." Medical treatment, "aggravation of a preexisting condition," and ongoing losses and other injuries.

Manufacturer narrative:
It is unk what pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.